Manufacturer narrative:
Concomitant medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported the patient had a return of symptoms. The patient was having cramps in the legs, feet, and back which were so painful that it woke her up. It was noted that when the patient's legs straightened out, she had excruciating pain. It was noted that the patient was on a muscle relaxer. The patient noted it first started with the feet. She saw the muscle stick up, then start bulging out in the leg, and "in the back was really sticking out." The patient noted she had to keep turning her stimulation "up and up and up" and it was helping somewhat, but was also so high that it felt uncomfortable, like pinching, and it was not helping with her issues all the time. It was noted that this return of symptoms was a gradual change. The patient noted the date of the event to be about a week prior to the report, which was confirmed to mean the end of (B)(6) 2016. Additional information received from a healthcare provider (hcp) reported the patient had an appointment with a manufacturer's representative (rep) on 14-jun-2016. Additional information received from a rep on 21-jun-2016 reported the patient was seeing her doctor to follow-up. Additional information received from the patient reported that the steps taken to resolve the loss of therapeutic effect and the muscle cramps/pain was adjustment to his stimulation several times, prescribed muscle relaxers, orphenadrine 100 milligrams every day at 4pm, discontinued methocabamol 500milligrams every morning at noon an at hour of sleep, and he received a new mystim. The loss of therapeutic effect and muscle cramps/pain had not resolved as of (B)(6) 2016. Additional information received from the healthcare provider (hcp) reported they offered the consumer another reprogramming session regarding the issue since imaging appeared to have confirmed there was no lead migration or other issues. Additional information received from the patient reported that their implantable neurostimulator (ins) wasn¿t working. The patient stated that they spoke with two manufacturer representatives, one who told them that the ins was working, and another who agreed that it wasn¿t. The patient mentioned that they were working on finding a physician to remove the implant. It was clarified that by ¿stimulator not working¿ the patient meant that their leads weren¿t on their spine and weren¿t working. The patient stated that it had been slowly not working and that they noticed it when they were trying to turn stimulation up. It was reported that the device started giving them spasms and was burning at the battery. It was noted that the issue started about five months or more prior to the date of this report.

Manufacturer narrative:
Analysis of the ins ((B)(4)) found no anomalies. Analysis of the lead ((B)(4)) found the distal end insulation was broken analysis of the lead ((B)(4)) found the stimulation lead body was cut. Pli# 10 product ID# 37702 the returned {device} passed all {functional} testing in the laboratory. No anomalies were identified. The ins passed the final functional test on the automated test console. A lab functional test determined there was good stable output on the electrode pairs the ins had when it was received. A lab functional test determined there was good stable output on all electrode pairs referenced to the {referenced to electrode #0.} electrode. Analysis determined there were no issues when pressing on the ins can. Analysis determined the telemetry was acceptable. Due to the reported complaint, a test to monitor the temperature of the ins was performed. { a heat test was performed with the explanted ins and control device (the control being set to the same or similar parameters as the returned ins); no anomalies were observed.} {for heat testing results and process}.

Manufacturer narrative:
The main component of the system and other applicable components are:product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead; product ID 3778-60, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2017, product type lead; product ID 97791, product type accessory; product ID 97791, product type accessory.

Event description:
Additional information was received from the patient via a rep. The patient reported that the device no longer worked for her. All impedance values were checked and all were normal. There were no issues with the battery either. The patient reported that it was no longer helping her pain after it worked well for more than two years. The ins and both leads were explanted and the patient recovered without sequelae.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.